Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6. Correction: b4 - d10 - g4 - g7 - h10. Visual examination: the vertical pin of the returned lateral position guide has broken off at the welding. Besides the breakage, the lateral position guide shows some scratches and signs of use. The product is intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). The instrument has been returned for an investigation. The vertical pin of the returned lateral position guide has broken off at the welding. The manufacturing records confirm that the instrument has been manufactured according to specifications. Moreover, the welding has been checked with a scope of 100%. The most likely root cause is an excessive use of the instrument. High forces must have been applied on the vertical pin, leading to the fracture. If the instrument is used correctly, no force is applied on the vertical pin. However, a definite root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00618.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that when surgeon was impacting the acetabular cup positioning guide rod from the alignment cap fell off, not in the patient but on the drapes. The surgery was completed without the rod. No delay was reported.